Event description:
It was reported that the right ventricular (rv) lead threshold were increasing since implant as well as undersensing occurring. The physician determined that the lead was not in optimal position. The lead programming was adjusted and the rv lead was eventually explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Ventricular capture management trend shows thresholds rise and has been high or out of range.